Event description:
It was reported that the doctor left in shell and liner. Doctor removed neck and stem of rejuvenate, corrosion present on modular neck trunnion.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown rejuvenate modular neck. Additional information has been requested and if received, will be provided in the supplemental report. Device not returned.

Event description:
It was reported that the doctor left in shell and liner. Doctor removed neck and stem of rejuvenate, corrosion present on modular neck trunnion.

Manufacturer narrative:
An event regarding additional surgery involving an unknown rejuvenate modular device was reported. The event was confirmed. Device evaluation was not performed as no devices were received. A review of device history records could not be performed as the reported device was not properly identified. Similar events have occurred for the rejuvenate modular product family. These events were determined to be associated with ra 2012-067. The reported additional surgery is considered to be under the scope of this recall. No further investigation is required.